Event description:
It was reported the patient experienced erosion at the ipg site at the lateral edge of the incision scar. To address the issue, the physician explanted the scs system on (B)(6) 2019. The erosion has since resolved and the patient is reportedly doing well.